Manufacturer narrative:
(B)(4). The external visual inspection revealed a damaged electrode prior to receipt. The photographic imaging inspection confirmed damaged electrode wires. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced pain and irritation with and without device use. Programming adjustments were made, however, the issue was not resolved. The hospital confirmed the pain was not related to the device. The recipient elected to undergo explant surgery. The recipient's device was explanted. The recipient will not be reimplanted.